Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual inspection revealed the device appeared in a used condition, the active tip of the device shows signs of activation. There is evidence of tissue debris around the active tip. A flow test was performed and the blockage could be confirmed. All other functional and electrical testing performed was successful but the blockage could not be cleared during activation with suction. Further investigation was conducted by sectioning the device handle and a leak test was performed. No manufacturing error could be found that would result in reduced suction performance indicating the blockage was made up of standard procedural debris. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the suction on the vapr clplse90 electrode w hand controls device was defect during a shoulder procedure. The procedure was completed with same like product with a two minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.